Event description:
Pt complained of problems with and deformity of breast implants. Surgeon reported rupture of silicone breast implant, broken visible loose silicone removed, identical findings on left. Pt complained of problems with breast implants since 1986. Type and size of original implants not known.